Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the bh-4twa device was not detected on bus and cubie 4.2 auxiliary b4 indicated that it required maintenance. The issue happened during the dispensing, the user managed to retrieve the medication from another device. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 had several cubies that required maintenance. A field service engineer (fse) removed all cubies in hardware test application and checked for debris under the cubies. The fse cleared the row boards and then tested the cubies. The customer subsequently placed new cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.